Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including, but not limited to perforation. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. An inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films available for review, the reported perforation could not be confirmed. With the information available it is not possible to draw a clinical conclusion to the reported event, and the exact cause could not be determined. The instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Also, with the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.

Manufacturer narrative:
As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. During the filter implantation procedure, the filter was deployed via the right femoral vein. An inferior vena cavagram was performed and showed no evidence of an intraluminal clot. Junction of the renal veins with the inferior vena cava occurred at the l1-2 level. The retrievable inferior vena cava filter was then introduced through the sheath and deployed with the tip at the mid portion of the body of l3. There were no complications and the patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation. Per the patient profile form (ppf), the patient reports that the filter is tilted and embedded in the wall of the ivc. The patient also reports mental anguish, anxiety and stress. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury, damage, to the patient, including, but not limited to perforation. The patient suffered life-threatening injuries and damages, requiring extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged events eleven years and eleven months post implantation. The ppf indicates that the filter is tilted and embedded in the wall of the ivc. The patient also report to be suffering from mental anguish, anxiety and stress. During the filter implantation procedure, the filter was deployed via the right femoral vein. An inferior vena cavagram was performed and showed no evidence of an intraluminal clot. Junction of the renal veins with the inferior vena cava occurred at the l1-2 level. The retrievable inferior vena cava filter was then introduced through the sheath and deployed with the tip at the mid portion of the body of l3. There were no complications and the patient tolerated the procedure well.